Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3998, lot# lb7515, implanted: (B)(6) 2005, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that in (B)(6) 2015, the patient had decubiti and an open wound on the butt. The change in symptoms was considered gradual. They moved the implantable neurostimulator (ins) to the abdomen. The patient's relevant medical history includes reflex sympathetic dystrophy syndrome (rsd)/complex regional pain syndrome (crps).